Event description:
It was reported that vessel access was established via an ipsilateral retrograde puncture prior to a percutaneous transluminal iliac angioplasty. Arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger deployment, a needle-to-cuff miss occurred. The device was removed and a second proglide device used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors of the reported needle-to-cuff miss included, but are not limited to, operator deployment techniques, challenging anatomical conditions, and manufacturing deficiencies. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, a change in angle or torque of the device during use, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. However, there was no information provided regarding the deployment technique of the operator. Patient anatomical conditions can affect the needle as it travels through tissue, the needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions, but there were no reported anatomical conditions in this case. A femoral angiogram performed prior to arteriotomy closure revealed mild vessel calcification, but no vessel tortuosity or access site/groin scarring. During manufacturing, the needle trajectory of every device is verified twice. Based on the investigation of the reported information and the inspection criteria, the reported needle-to-cuff miss and associated patient effect of continued bleeding requiring a second proglide device to achieve hemostasis appears to be related to the operational influences during use and not a product quality deficiency. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing and at final inspection the devices undergo a variety of cuff, suture, and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending, and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The customer reported the common femoral artery was mildly calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss